Event description:
It was reported the pt presented with shortness of breath and an echocardiogram revealed stenosis of the valve and elevated gradients. The valve was explanted and replaced with a smaller 21 mm pericardial valve. During the explant procedure, all three cusps were observed to be relatively immobile secondary to a coating of granular debris. Additional info has been requested.